Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. The customer's blood glucose level had no adverse impact. A new wall adapter and usb cable was sent to the customer.